Manufacturer narrative:
Correction made to a1: patient identifier: tyo (previously submitted as oty). Correction made to h4: device manufacture date: 06/17/2021 (previously submitted as ni) additional information: d9, h3, h6, h10. H10: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed with no issues or leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes had particulate matter (pm) in the patient line. The pm was further described as a "black spot". This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.